Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info: (B)(6), date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix, device MFR: tissue science labs, (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has undergone or will undergo corrective surgery or surgeries. The reason for mesh implantation was to address stress urinary incontinence. The procedure (s) performed: underwent transvaginal sling (pelvicol) urethropexy under general anesthesia. Complications post implant: bodily injuries, including any emotional or psychological injuries, resulted from the implantation of pelvic mesh product: mesh erosion, dyspareunia, frequent infection, recurrence of incontinence, chronic pain and suffering. Mesh revision surgery for (pelvicol) occurred (B)(6) 2006: partial removal of pelvicol. Complications post revision: following the mesh revision surgery, she had developed complications that required additional surgery. Additional implant surgery (sparc pubovaginal sling): (B)(6) 2013: underwent sparc pubovaginal sling, cystoscopy, posterior repair under general anesthesia for stress urinary incontinence, and rectocele.